Event description:
A cracked and shattered touchscreen was reported, which made the pump's touchscreen illegible and unusable. There was no adverse impact to the customer's blood glucose level. The caller was uncertain about how the damage occurred but mentioned being outside working, possibly leading to the incident. Tandem technical support decided to replace the pump, confirming it was under warranty until (B)(6) 2026. The customer was informed that the replacement pump would have an older software version, with the option to update it, and was guided on how to put the old pump into storage mode. Instructions were also provided for returning the damaged pump to tandem, programming settings, and connecting the cgm to the new pump. The replacement pump was sent, and the caller was made aware of the return procedures and understood all instructions given.